Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during start-up of th3 cardiosave intra-aortic balloon pump (iabp) while attempting to come off bypass with a sensation-plus 50cc balloon the iabp took approximately five minutes for support to start which seemed excessively long to the customer. After starting up the iabp functioned as expected. There was no patient harm or adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) reported that he did not receive a service call for the alleged malfunction but did perform preventive maintenance on the iabp after the alleged malfunction was reported. While performing preventive maintenance the stm was told by the customer that the fiber optic sensor connector was damaged. The stm verified the part was damaged and installed a new one. The iabp then passed all testing and was returned to the customer for clinical use.

Event description:
It was reported that during start-up of the cardiosave intra-aortic balloon pump (iabp) while attempting to come off bypass with a sensation-plus 50cc balloon the iabp took approximately five minutes for support to start which seemed excessively long to the customer. After starting up the iabp functioned as expected. There was no patient harm or adverse event reported.